Event description:
Difficulty walking (gait disturbance), knee pain (arthralgia), knee is deformed (knee deformity), knee is swollen (joint swelling), knee effusion (joint effusion). Case description: spontaneous report was received on (B)(6) 2013 from a consumer (pt's wife) via company rep regarding a (B)(6) male pt, initials unk. The pt's medical history was significant for previous use of 3 injections about one year ago and had no issues (uncertain whether synvisc or not). The pt had concomitant disease of high blood pressure. On (B)(6) 2013, the pt initiated treatment with synvisc (hylan g f 20) injections at a dose of 2 ml (route and frequency not provided). On (B)(6) 2013, the pt experienced knee pain and was brought to hospital emergency room. It was reported that the pt had "difficulty walking" so called an ambulance. The pt was treated with injection of pain killers (unspecified) and was kept in hospital for a couple of days. On unspecified dates in (B)(6) 2013, it was reported that the pt had deformed and swollen knee. On an unspecified date, the pt was discharged from hospital. The second injection of synvisc was not administered and the liquid from the knee was removed. It was reported that the pt felt better but still had some lingering pain. The events of knee pain and difficulty walking had not yet recovered and the outcome for the events of knee is deformed, knee is swollen, knee effusion was not provided. Relevant concomitant medications included blood thinners, blood pressure and cholesterol medications. The intensity for the event of knee pain was severe and was not provided for the events of difficulty walking, knee is deformed, knee is swollen. Knee effusion, the relationship between synvisc and all events was not provided by the reporter.

Manufacturer narrative:
Additional information was received on (B)(4) 2013 in the form of qa (quality assurance) investigation summary, the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by this report.